Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. In (B)(6) 2011, a 2.25x24mm ion stent was implanted in the mid-proximal left anterior descending artery (lad). Post dilation was performed with a 3.0x8mm quantum balloon at 15atms and the procedure was completed. In (B)(6) 2013, the patient presented to the emergency room with chest pain. It was noted that the patient had stopped taking plavix two days prior. Thrombosis was discovered at the proximal edge of the previously implanted ion stent and in the distal part of the vessel. The thrombosis was treated with a 3.0mm non bsc balloon which was inflated to 15atms. Thrombectomy was then performed to clear up the residual clot and then a 3.0x20mm promus element plus stent was deployed in the lesion at 15atms. It was noted that treatment of the thrombosis was successful and flow was restored. No additional patient complications were reported and the patient's condition is fine. The patient was put on effient.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).